Event description:
On 5/27/2007 the pt/layperson informed a customer care associate (cca) that his current vials of test-strips contained a hole. He thought recent unusually high and then low blood glucose results may have been caused by the strips which resulted in treatment by his physician. This senior medical affairs specialist (mas) spoke with the pt on 6/4/2007. The complaint is classified based upon the info given to the cca and to this mas. Results in mg/dl, the correct unit of measure. The pt began using the test strips after he purchased them, approx one week before and up to the event of 5/21/2007. A few weeks before the event he "felt dizzy but felt fine." " in general I drink 3-4 gallons of water a day to keep my blood sugars down. But then I was chugging {a lot}; [however[ I wasn't going to the bathroom (urinating)," when I asked if he was urinating frequently (a symptom of hyperglycemia). The results that he questioned and read from the meter's memory were reportedly back to back: "848 and 29; 870 and 56; 650 and 42; and the letter e." Forearm blood was the sample used. Because the one touch ultra only prompts hi if a blood glucose is over 600, I questioned whether the display contained missing segments. Although he already had posted the meter to lifescan, he denied having seen missing segments. Control solution tests on the subject meter and strips were "in range". "After 45 minutes of getting the crazy readings {and feeling dizzy}, I saw my doctor." When he obtained both the elevated and then low results noted above, he only drank water to possibly help his symptoms, he did not eat or take any medications. Blood glucose on the doctor's "bayer meter" was "600 to 650." The doctor gave him a "shot of insulin (unk type) through the belly." He was not hospitalized. His current regime remains "four times 1000 avandamet twice a day" and 50 mg of hydrochlorthiazide for water retention. Although insulin currently is not part of his regimen, he hopes to be placed on an insulin pump. Before using the subject test strips, his results typically were around 90 before breakfast and 130 or 140 two hours after eating. These results were consistent on all of his ultra meters. When he began using the noted strips, the results on all meters were elevated, most notably on the meter in this complaint. These meters were not available. Because the pt alleged be obtained conflicting results (848 and 29 as an example) that may have delayed assistance from his physician and may have been caused by a damaged vial, the complaint is classified as an adverse event. It is not clear how the pt obtained the high results he obtained as the values are above the stated range for the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.